Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h6. Visual examination of the returned product identified indentations, gouges, and wear damage are noted to the handle end and shaft. Threaded tip is deformed on the leading thread and material is chipped on edges. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: foreign: sweden customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a chip has come off the hinges of the inserter where the inserter is connected to the implant. The event occurred after the instrument was used. The operation had gone well, and the malfunction did not impact the patient.